Event description:
Additional information was received reporting that the parent vessel was "severe bent, diameter is unknown."

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. H3: product analysis ¿as found condition: the solitaire x stent device was returned for analysis inside a clear sealed biohazard plastic pouch and inside a shipping box. ¿damaged location details: the solitaire x stent was observed to be separated from the pusher and was not returned with the pusher. The solitaire x pusher was observed to be broken at the distal end of the marker coil. The marker coil was in good condition. No other anomalies were found. ¿testing/analysis: n/a ¿external testing: the solitaire x stent's broken-end pusher was sent out for scanning electron microscopy (sem) failure analysis testing. The scanning electron microscopy (sem) test indicates that the broken end exhibited fracture features consistent with an overload failure. Based on the directionality of the dimple features, it is believed that the broken end experienced tensile overload and then sheared to failure. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿separation¿ report was confirmed. The returned solitaire x pusher was observed to be broken at the distal end of the marker coil. The pusher wire broke due to an overload failure. The broken pusher could have occurred when the customer retrieved the solitaire device through the non-medtronic catheter against resistance. It is possible that the reported severe vessel tortuosity or patient stenosis contributed to the reported resistance. However, the root cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that ccf means carotid cavernous fistula. The parent artery is the internal carotid artery. The diameter could not be obtained. The causes or contributing factors for the event were not identified. The procedure was completed with the solitaire left in situ in the body. There was no issue during the navigation of the microcatheter. There was no friction during the delivery of the 1st or 2nd pass. It was unknown if there was friction during the retrieval of the 2nd pass, what the clot characteristics are, or if the patient is symptomatic or asymptomatic. The patient's baseline nihss and tici and post-thrombectomy condition were unknown. There was no recanalization. The lot # of the phenom 21 catheter was #231605088.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire x stent separated from the pusher. The patient was undergoing surgery for treatment of an ischemic cerebral infarction located in the m1. It was noted the patient¿s vessel tortuosity was strong. It was reported that a tron4-20 was used for the 1st pass; however, recanalization was not achieved, and a solitaire was therefore used for the 2nd pass. A solitaire4-40 was deployed from the m1 segment to the ic and was retrieved with approximately 1/4 to 1/3 of the device positioned within a non-medtronic aspiration catheter (sofiaflow plus). When the proximal portion reached just before the siphon, resistance at the handle was lost. Upon confirmation, separation of the stent and the wire was identified. Imaging also confirmed that the stent and the wire markers remained retained within the body. The stent remains within the patient at the ic. There was development of a ccf. It is unknown whether the patient was treated with a tps. The number of passes for the solitaire device was one. The time required from onset of cerebral infarction to revascularization is unknown. The device was prepared as indicated in the package insert. It is unknown whether there was vascular stenosis proximal to the thrombus formation site. The physician applied torque to the delivery pusher. There were resistance or difficulties during the procedure. It is unknown whether the proximal marker of the stent was located within the microcatheter when the stent was collected. It is unknown whether any additional surgical or medical procedures were performed. The surgeon did not attempt to dislodge the stent. No additional interventions are planned for removal of the retained stent, treatment of ccf, or to achieve recanalization. Ancillary devices include an optomo guiding catheter, phenom 21 micro catheter, sofia flow plus catheter.